Event description:
It was reported that the asymptomatic patient presented in clinic for routine-follow-up with an alert for high, out of range, lead impedance. A new lead was implanted and the high voltage lead impedance was still high and out of range. The device was explanted and replaced. The patients condition was good after the procedure with no further complications.

Manufacturer narrative:
The reported field of high hv lead impedance was confirmed in the laboratory via device image. The device was tested on the bench and high hv impedance was observed. The cause of the high hv impedance was traced to an anomalous component on the hybrid.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.